Event description:
The vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the transducer board as a precautionary measure. The unit passed extended self testing. There was no patient harm reported.